Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter came off the snaplock adaptor while in use; the securement clip had been attached. A new catheter was inserted.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The customer reported that the snaplock adapter disconnected from the catheter. The customer returned one snaplock adapter with clip and one epidural. The returned components were visually examined with and without magnification. The snaplock adapter appears typical with no defects or anomalies observed. Visual examination of the returned epidural catheter revealed that the catheter appears used. Biological material can be seen between the catheter coils and adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. A functional leak test was performed on the returned sample per amrq- 000017 section 7.5; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. No leaks were detected and the components remained secured. A functional spo test was then performed per amrq-000017 section 7.7; rev 7. The proximal end of the epidural catheter was re-inserted into the snaplock adapter until it bottomed out and the snaplock adapter was locked. The components were confirmed to be secured by tugging gently on the catheter. The components were then left to sit for 72 hours in the locked position. After 72 hours, the snaplock adapter was confirmed to have remained securely locked with the catheter inserted. No functional issues were found. The reported complaint of the snaplock adapter disconnecting from the catheter could not be confirmed through functional testing of the returned snaplock adapter. The snaplock adapter was secured to the epidural catheter and passed the functional tests performed including a spontaneous partial opening (spo) test. There was no problem found with the returned snaplock adapter.

Event description:
It was reported that the catheter came off the snaplock adaptor while in use; the securement clip had been attached. A new catheter was inserted.